Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic seizures on (B)(6) 2019 with blood glucose of unknown. Customer¿s high blood glucose value of 400 mg/dl at the time of incident. Customer also had low blood glucose was 38 mg/dl and treated with juice with sugar and a piece of candy. Customer was the customer experienced symptoms such as nausea and abdominal pain. The customer was treated with insulin pump and injections and intravenous. Customer stated that the insulin pump had no delivery alarm. Based on customer report customer did not allege insulin pump. The device will not be returned for analysis.